Event description:
It was reported that a patient underwent a total pelvic floor repair procedure in 2008. Post-operatively, on two and a half months later, it was noted that the patient had developed a mesh exposure. The exposure was minimal in the distal part of the posterior scar and the size was four millimeters in length and one millimeter in width. The patient was given local estrogen cream (vagifem) therapy.

Manufacturer narrative:
Mesh exposure occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.